Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. Product ID: 8596, serial# (B)(4) implanted: (B)(6) 2004, product type: catheter (B)(4).

Manufacturer narrative:
Conclusion removed as it was no longer applicable and replaced.

Manufacturer narrative:
Analysis of the pump found a pump motor feedthru anomaly of shorting across the insulator.

Event description:
It was reported that a motor stall had occurred. It was unknown if the stall recovered. The surgeon was unaware of the motor stall and thought it was an end of life (eol) pump. The patient had experienced entire body increased spasticity as a result. The pump was explanted and replaced. It was noted during surgery that the catheter connector was perfect. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was later reported that the programmer did not say there was a motor stall. It read ¿low battery, pump in safe mode.¿ the pump¿s elective replacement indicator (eri) was still at 15 months. The patient recovered without permanent impairment. The type of medication being delivered via the device system was baclofen. If additional information becomes available, a follow-up report will be submitted.